Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, grip has a scratch, switch button 1 is damaged, lock engagement lever has a scratch, right/left knob has a scratch, switch box has a scratch, suction cylinder is deformed and has discoloration, due to damage on ultrasonic cable, the number of missing element exceeds the specification, due to peeling of acoustic lens, displayed ultrasound image is defective, distal end is deformed, objective lens has a scratch, light guide lens has a chip, adhesive around light guide lens has wear, adhesive on bending section has wear, due to wear of angle wire, bending angle in up direction does not meet the specification, due to damage on condenser unit, the insulation resistance between evis and us connector does not reach specifications, universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
He customer reported to olympus that the evis exera ii ultrasound gastrovideoscope ultrasound image (many piezzo elements broken). During inspection and evaluation, a gap of adhesive on the distal end / stain entered inside the gap through the lens, there is a gap between the acoustic lens and the ultrasound probe, also the acoustic lens is peeled and scratched. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe and the acoustic lens peeling issues could not be definitively determined, however, the issues were likely the result of customer mishandling, or wear and tear due to repetitive use. The event can be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.